Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The customer stated that the pump emitted a cs 069 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 07/01/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/07/2016 with the following findings: the issue was duplicated on investigation; a call service 069 alarm occurred during the rewind step. The call service 69 failure was written to the black box as a call service 87 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Correction to suspect medical device serial #. .